Event description:
A report was recieved via afssaps tht a surgeon reported a memory lens iol implanted int he eye of a pt has since opacified was explanted on 2004. Request has been made for additional info.